Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported through company representative "3mm lump caused by implants, and apparently ruptured and had no idea until had pain on a lump". This record is for the right side. The device remains implanted.

Event description:
Patient reported through company representative "3mm lump caused by implants, and appearently ruptured and had no idea until had pain on a lump". This record is for the right side. The device remains implanted.

Manufacturer narrative:
Clarification to b3 date of event: partial date (B)(6) 2025. Clarification to d6a implant date: partial date 2014. Clarification to d1-d4 device information: partial device info provided as "high profile textured gummy" implants. Additional, changed, and/or corrected data: a2, a4, b3, b6, b7, d1, d2a, d2b, d3, d4, d6a, g1, g2, g4, h6, h11.